Event description:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding"), nephrolithiasis ("kidney stones") and pregnancy with contraceptive device ("pregnancy (no complications)") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included spinal cord injury. Concomitant products included diazepam (valium), ditrim (sulfatrim) and oxybutynin hydrochloride (ditropan xl). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced cystitis ("bladder infections"), depression ("psychological or psychiatric problems condition: depression"), anaemia ("anemia"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding( vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urine"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), rash ("rashes or skin conditions"), bladder disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), alopecia ("hair loss") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2007, the patient experienced pelvic pain ("severe pelvic pain"), dental caries ("tooth decay"), tooth extraction ("extraction of 14 teeth") and dysmenorrhoea ("menstrual pain"). In (B)(6) 2007, the patient underwent pelvic pain ("severe pelvic pain"), dental caries ("tooth decay"), tooth extraction ("extraction of 14 teeth") and dysmenorrhoea ("menstrual pain"). In (B)(6) 2017, the patient experienced hypermetropia ("vision/eye problems type: farsighted"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), nephrolithiasis (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), pain in extremity ("leg pain"), headache ("headaches"), hot flush ("hot flashes"), dyspareunia ("painful sex"), nausea ("nausea") and hypoaesthesia ("numbness in hands, feet and legs"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, nephrolithiasis, pelvic pain, abdominal pain, back pain, cystitis, depression, pain in extremity, headache, hot flush, dyspareunia, nausea, hypoaesthesia, anaemia, dental caries and tooth extraction had not resolved and the pregnancy with contraceptive device, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, rash, bladder disorder, vaginal discharge, hypermetropia, weight increased, dysmenorrhoea and urinary tract disorder outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anaemia, back pain, bladder disorder, cystitis, dental caries, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hot flush, hypermetropia, hypoaesthesia, menorrhagia, mood swings, nausea, nephrolithiasis, pain in extremity, pelvic pain, pregnancy with contraceptive device, rash, tooth extraction, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: she continues to experience these symptoms today. She has been advised the only removal of the essure device, and relief of her symptoms, is likely a hysterectomy. Most recent follow-up information incorporated above includes: on 7-aug-2018: pfs received an events"hormonal changes describe: mood swings, pregnancy (no complications), abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: urine, vaginal, psychological or psychiatric problems condition: depression, rashes or skin conditions , bladder or urinary problems or changes, dental problems, pain, vaginal discharge, vision/eye problems type: farsighted, weight gain, hair loss, she did not undergo essure confirmation test" are added. Patient and product information added. Historical condition added. Concomitant drug are added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding"), nephrolithiasis ("kidney stones") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 25-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included spinal cord injury. Concomitant products included diazepam (valium), ditrim (sulfatrim) and oxybutynin hydrochloride (ditropan xl). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced cystitis ("bladder infections"), depression ("psychological or psychiatric problems condition: depression"), anaemia ("anemia"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding( vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urine"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), rash ("rashes or skin conditions"), bladder disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), alopecia ("hair loss") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2007, the patient experienced pelvic pain ("severe pelvic pain"), dental caries ("tooth decay"), tooth extraction ("extraction of 14 teeth") and dysmenorrhoea ("menstrual pain"). In (B)(6) 2007, the patient underwent pelvic pain ("severe pelvic pain"), dental caries ("tooth decay"), tooth extraction ("extraction of 14 teeth") and dysmenorrhoea ("menstrual pain"). In (B)(6) 2017, the patient experienced hypermetropia ("vision/eye problems type: farsighted"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), nephrolithiasis (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), pain in extremity ("leg pain"), headache ("headaches"), hot flush ("hot flashes"), dyspareunia ("painful sex"), nausea ("nausea") and hypoaesthesia ("numbness in hands, feet and legs"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, nephrolithiasis, pelvic pain, abdominal pain, back pain, cystitis, depression, pain in extremity, headache, hot flush, dyspareunia, nausea, hypoaesthesia, anaemia, dental caries and tooth extraction had not resolved and the pregnancy with contraceptive device, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, rash, bladder disorder, vaginal discharge, hypermetropia, weight increased, dysmenorrhoea and urinary tract disorder outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anaemia, back pain, bladder disorder, cystitis, dental caries, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hot flush, hypermetropia, hypoaesthesia, menorrhagia, mood swings, nausea, nephrolithiasis, pain in extremity, pelvic pain, pregnancy with contraceptive device, rash, tooth extraction, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: she continues to experience these symptoms today. She has been advised the only removal of the essure device, and relief of her symptoms, is likely a hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.